Event description:
Pt called lfs alleging their ot ultra meter would only prompt the error 2 message. No symptoms of high or low blood glucose were reported. The issue was not resolved with troubleshooting. No further info has been reported.